Event description:
It was reported that the procedure was being performed on a male pt in interventional radiology. The physician attempted a fistula declot procedure. There was a viabon stent in place and the device was used in the stent. When the ptd was retracted, it became caught in the stent barbs and ripped a small piece of wire from the stent that was removed from the body along with the ptd basket. The compressed area was then re-stented and the declot was successful. There was a delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4). The sample will not be returned.